Event description:
The customer received questionable thyrotropin (tsh) results for one patient from the cobas e601 analyzer serial number (B)(4). The patient had elevated tsh values dating back to (B)(6) 2014. The patient had a total thyroidectomy in june and has been on synthroid medication. The customer did not know if the thyroidectomy was performed based on results generated from a roche device. She has no patient history prior to (B)(6) 2014 until post thyroidectomy where the tsh result was 54.15 uiu/ml. On (B)(6) 2014, the patient's tsh result was 55.64 uiu/ml. The doctor's office phoned to question the tsh result so the sample was repeated on (B)(6) 2014 with a result of 57.70 uiu/ml. The physicians are concerned why they are not able to get the patient's tsh level to come down. The customer stated the doctors believe that the high values may be related to the presence of an interfering heterophile antibody in the sample. For troubleshooting, the customer tested the patient sample with various dilutions on (B)(6) 2014. It was unclear if the results provided had been multiplied by the dilution factor. Clarification was requested, but was not provided. Diluted 1:2, the result was 28.49 uiu/ml. Diluted 1:4, the result was 14.11 uiu/ml. Diluted 1:8, the result was 7.05 uiu/ml. Diluted 1:16, the result was 3.57 uiu/ml. There was no adverse event. The doctor said the patient is doing fine and is responding well to therapy. No specific root cause could be identified as no sample could be provided for further testing. Additional information for further investigation was requested but was not provided. Review of the provided calibration data, qc data and the dilution experiment did not indicate a general reagent issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Clarification was received from the customer that the results provided that were performed with various dilutions were not multiplied by the dilution factor.